Event description:
Related manufacturer report number: 2017865-2023-19237. It was reported that the implantable cardioverter defibrillator exhibited a failure to deliver defibrillation therapy due to oversensing noise on the atrial lead. Patient tachycardia was eventually terminated by appropriate device shock. Programming changes were successfully made. The patient was stable.